Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colpopexy with sacrospinous fixation, transobturator tape with cystoscopy, vaginal extraperitoneal colpopexy due to stress urinary incontinence, incomplete uterovaginal prolapse, cystocele and weakened pubocervical fascia.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6)2010 and prolift+m was implanted into the patient. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.